Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that when she enters the carbohydrates, she gets a bg reminder and then it shows suspend. During the call, the customer inserted a new battery and the insulin pump alarmed button error . The blood glucose at the time of the incident was 178 mg/dl. The customer stated that blood glucose was 300 mg/dl and she treated with a bolus. The customer stated that the device was not exposed to moisture and she was unsure if a button was pressed for 3 min or longer. The device was returned for analysis.